Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Event description:
It was reported a patient underwent a hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2015 due to trunnionosis.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event; device code; expiration date; date implanted; date explanted ; initial reporter; PMA/510(k) number; and manufacture date.

Event description:
It was reported a patient underwent a hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date. No further information has been provided.